Manufacturer narrative:
Sections have been updated per the add'l info received. Section was updated as the info provided on the initial medwatch report was incorrect. This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-00501 and 1225714-2014-00502. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received alleged that the pt experienced a sudden cardiac event and expired the same day, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR #1225714-2014-00501 and 1225714-2014-00502.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on unknown date after the use of the product.